Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. Post-op wound infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient received an open peg in a CT-guided procedure. The intestinal tube is to be inserted later for the transition to duodopa therapy. On (B)(6) 2025 it was reported that on )b)(6) 2025, a swab was taken from the patient's stoma due to a persistently weeping stoma. The results of the examination were available on (B)(6) 2025: lre (linezolid-resistant enterococcus) bacteria and e. Coli (escherichia coli) bacteria were detected. The patient was treated with antibiotics piperacillin/tazobactam. In addition, antibiotic gentamicin ointment was applied locally for 10 days. Symptoms improved, and the patient was discharged. The patient is currently receiving produodopa therapy.